Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device not located within the right fallopian tube but within the myometrium') and pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 620434-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, pap smear abnormal, pregnancy, multigravida, parity 6, miscarriage, cervical intraepithelial neoplasia ii and cervicitis. Concurrent conditions included asthma, nausea, headache, yeast vaginitis, urticaria, nicotine dependence and insomnia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems conditions:depression") and anxiety ("mental anguish"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"), was found to have alpha 1 foetoprotein abnormal ("abnormal afp") and was found to have a high risk pregnancy ("high-risk pregnancy of elderly multigravida"). The patient was treated with surgery ((B)(6) 2020, hysterectomy with unilateral salpingectomy and total laparoscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, alpha 1 foetoprotein abnormal, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, high risk pregnancy, genital haemorrhage and post procedural complication outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alpha 1 foetoprotein abnormal, anxiety, depression, embedded device, genital haemorrhage, heavy menstrual bleeding, high risk pregnancy, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted:she did not undergo confirmation test. Left essure device located within the myometrium concurrent with absent fallopian tube on the left. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: single umbilical artery. Maternal, antepartum. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number 620434 is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 620434-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, pap smear abnormal, pregnancy, multigravida, parity 6 and miscarriage. Concurrent conditions included asthma, nausea, headache, yeast vaginitis, urticaria, nicotine dependence and insomnia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems conditions:depression") and anxiety ("mental anguish"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient was found to have alpha 1 foetoprotein abnormal ("abnormal afp") and was found to have a high risk pregnancy ("high-risk pregnancy of elderly multigravida"). The patient was treated with surgery ((B)(6) 2020, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, alpha 1 foetoprotein abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety and high risk pregnancy outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alpha 1 foetoprotein abnormal, anxiety, depression, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted:she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test on an unknown date: single umbilical artery. Maternal, antepartum. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Lot number 620434 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs: event pelvic pan was marked as serious incident as removal dates was reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 620434-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, pap smear abnormal, pregnancy, multigravida, parity 6 and miscarriage. Concurrent conditions included asthma, nausea, headache, yeast vaginitis, urticaria, nicotine dependence and insomnia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems conditions:depression") and anxiety ("mental anguish"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient was found to have alpha 1 foetoprotein abnormal ("abnormal afp"), was found to have a high risk pregnancy ("high-risk pregnancy of elderly multigravida") and experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery ((B)(6) 2020, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, alpha 1 foetoprotein abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, high risk pregnancy, genital haemorrhage and post procedural complication outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alpha 1 foetoprotein abnormal, anxiety, depression, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted:she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: single umbilical artery. Maternal, antepartum. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number 620434 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, post removal complication-yes. Reporter information were added. On (B)(6)2020: plaintiff fact sheet received. No new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device not located within the right fallopian tube but within the myometrium') and pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. 620434-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, pap smear abnormal, pregnancy, multigravida, parity 6, miscarriage, cervical intraepithelial neoplasia ii and cervicitis. Concurrent conditions included asthma, nausea, headache, yeast vaginitis, urticaria, nicotine dependence and insomnia. Concomitant products included ferrous sulfate, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems conditions:depression") and anxiety ("mental anguish"). In 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"), was found to have alpha 1 foetoprotein abnormal ("abnormal afp") and was found to have a high risk pregnancy ("high-risk pregnancy of elderly multigravida"). The patient was treated with surgery ((B)(6) 2020, hysterectomy with unilateral salpingectomy and total laparoscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, alpha 1 foetoprotein abnormal, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, high risk pregnancy, genital haemorrhage and post procedural complication outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alpha 1 foetoprotein abnormal, anxiety, depression, embedded device, genital haemorrhage, heavy menstrual bleeding, high risk pregnancy, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted:she did not undergo confirmation test. Left essure device located within the myometrium concurrent with absent fallopian tube on the left. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: single umbilical artery. Maternal, antepartum. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number 620434 is not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information added. Event: essure device not located within the right fallopian tube but within the myometrium added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.